Manufacturer narrative:
The baxter technician found the sidecomm board needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecomm board to resolve the reported event.based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the priority nurse call. The bed was located at the account. There was no patient/user injury reported.

Event description:
Baxter received a report from a baxter technician stating the priority nurse call. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.